Event description:
Adverse event(s): "no patient injury reported" (no consequences or impact to patient). Product problem(s): "system message displayed during surgery" (device displays error message). The company sales rep reported a system message displayed during surgery. All pneumatics functions were disabled and there was no infusion. The system was rebooted and the case was completed as planned. No patient injury was reported.

Manufacturer narrative:
The company service representative examined the system and confirmed the system message reported in the event log. The supervisor module, pneumatic module, and cable were replaced. The system was then tested and met all product specifications. The parts have been received and in-house testing is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B) (4)